Manufacturer narrative:
Age at time of event: 18 years or older. The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10946. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman ® access system was deep seated in the laa and the watchman ® laa closure device & delivery system was advanced. The closure device was successfully implanted with a complete seal. It was placed distal to and spanned the entire laa ostium. Post procedure a slight pericardial effusion (pe) was observed. No intervention was required, the patient was monitored and noted to be in stable condition with no further complications reported.